Event description:
It was reported during the implant procedure that the patient's right ventricular (rv) lead could not be positioned due to difficulty in inserting the stylet. The rv lead was removed and another rv lead used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.